Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message rec'd" (error message given). A nurse reported, they rec'd a sys message during the procedure and needed to switch out the sys to complete the case. No pt impact/harm was reported.

Manufacturer narrative:
No sample was received for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. The territory mgr (tm) examined the sys and was unable to duplicate the reported event. The sys message was found in the event log. The sys was then tested to company specs. A review of complaints for the last 24 months did indicate one additional related report for this sys. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).